Event description:
It was reported that a user experienced a low glucose alert when the blood glucose was 71 mg/dl, with multiple phones sounding alarms, and was advised to treat if glucose dropped below 70 mg/dl; troubleshooting and education were completed, and no further assistance was requested. Symptoms included no reported clinical symptoms. Outcomes included no reported impact to daily activities, no emergency treatment, and no hospitalization. Investigation included review of the reported event details and user guidance provided by support. Investigation of this case revealed no device malfunction reported and no device component issues identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.